Event description:
The customer reported that the device turns off on its own during use. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device passed all functional testing. The device powered on and off only when the power button was depressed. The device was determined to be functioning as designed.

Event description:
The customer reported that the device turns off on its own during use. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).